Event description:
It was reported that an asymptomatic patient presented to the clinic on (B)(6) 2022 for a follow-up. Review of the transmission revealed that the implantable cardioverter defibrillator (ICD) was far r wave oversensing on the atrial channel. The programming changes were recommended but were not performed at this time. There were no adverse consequences to the patient.